Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer also reported that, the lip around the reservoir compartment was completely broken off and it is not delivering insulin correctly and the reservoir is mobile and will not lock into place. Customer treated the high blood glucose with the pump by taping the reservoir in place. Customer declined troubleshooting the pump because the insulin was not being pushed out of the reservoir. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to backup plan.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.